Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer's mother, that the customer's insulin pump had a blank display. It was also reported that the cusotmer's insulin pump had a crack on the top of the battery compartment. Customer's blood glucose level at the time 185mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. No unexpected off no power, failed battery test and or bad battery alarm noted. The device had minor scratched lcd window, cracked reservoir tube lip, and stained end cap sticker.